Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9838351. This issue described concerned a double loop ureteral stent ycvb7591 lot number 9558409 & 9558414 which were made with intermediate product wd450460 lot number 9501735 & 9501737. On october, two sealed kits were received. These two kits were opened and tested, connection and disconnection were easier than usual. The outer diameter of the inner tube of the pusher as well as the inner diameter of the stent were measured, because this dimensional can have an impact about the issue described in this complaint. The pusher was conformed to our specification but the inner diameter of the stent was found above the specification. This situation can lead to a poorer connection which can explain an easier disconnection. According to the information known quality database was checked and revealed one non-conformity in relation to the issue mentionned: nc-009530: "jj biosoft out of specification": this non-conformity was opened following the reception of jj biosoft out of specification in the complaints process. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on biosoft product, defect: functionality / disconnect from october 2020 to october 2024, 22 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the jj connected and falls off the jj intraoperatively when it is pushed up. It cannot be placed.

Event description:
According to the available information, the jj connected and falls off the jj intraoperatively when it is pushed up. It cannot be placed.